Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with damage display window cover, minor scratched lcd window, cracked keypad at select button, cracked retainer and scratched case.

Event description:
It was reported that the insulin pump received low battery alert. Customer's blood glucose level was unknown. Customer was advised to replace the pump. Customer will return insulin pump for analysis.